Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in finland.

Event description:
It was reported that dermatome handle does not work properly, can't take any skin. The unit was able to power up but a cutting issue. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete, no further information is available.